Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received inappropriate shock therapy in the past involving myopotential oversensing and changes in amplitude morphology measurements last year. Now this year, the s-ICD is exhibited multiple untreated episodes with poor morphology measurements and oversensing. No inappropriate shocks were delivered with the most recent observations. Boston scientific technical services provided troubleshooting options for the field. The s-ICD remains in service and no additional adverse patient effects were reported.